Event description:
Hill-rom received a report from the account stating the control unit was smoking. The unit was located in the pt's home. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The control unit was sent back for evaluation. The unit was evaluated and d8 was found to have expired. The investigation is ongoing, however, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.